Manufacturer narrative:
B5: additional information received from a manufacturer representative reported that the probable cause was the patient's size or how the patient's head was placed and pinned for the scan. It was also noted that the procedure was completed with a tracer registration. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problem detected. Fdm10, fdr213, fdc67 are applicable to the system checkout. Software analysis is still pending completion. Fdm4118, fdr3233,fdc11 are applicable to the software analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that during the case there was difficulty registering the patient. The patient did have fiducials that remained on from the scan, but there was difficulty collecting the points. They proceeded to a tracer registration, but the site also had difficulty with that. They were able to get a good registration using pointmerge with some fiducials and anatomical points. However, they still felt inaccurate about 2 millimeters with the right side of the patient being more accurate than the left. The representative felt the probable cause was the patient's size or how the patient's head was placed and pinned for the scan. It was also noted that the procedure was completed with a tracer registration. There was a less than 1 hour delay and no impact to patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient information in order to determine root cause. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: version 3.0.2) software logs have been returned, but analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that during the case there was difficulty registering the patient. The patient did have fiducials that remained on from the scan but there was difficulty collecting the points. They proceeded to a tracer registration but the site also had difficulty with that. They were able to get a good registration using pointmerge with some fiducials and anatomical points. However, they still felt inaccurate about 2 millimeters with the right side of the patient being more accurate than the left. There was a less than 1 hour delay and no impact to patient outcome.